Event description:
Dealer just received unit back from repair, the service alarms are not functional. Dealer states the control panel or the overlay is not on correctly, causing the lights to not be fully shown.